Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, the customer confirmed that no errors were present and the lamp only had approximately 100 hours on it. Tac told her to make sure the side door was tight. Following that direction, the customer was unable to duplicate the lamp going out. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii xenon light source's lamp was going out in the middle of a case. According to the initial reporter, the case was able to be completed using the subject device with no patient harm despite intermittent issues with the lamp.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, non-reportable phenomena such as a cracked front panel mouth, deep scratches on the top cover, a worn-out socket slider switch causing intermittent use of high intensity mode, a non-olympus lamp, and thermal grease on the lamp lens was identified. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the intermittent light issue(s) could not be identified. However, it¿s likely the cause is related to a faulty power supply. Olympus will continue to monitor field performance for this device.